Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the cartridge and infusion set to resolve the occlusion. Customer's blood glucose was 144-162 mg/dl.